Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented on (B)(6) 2021 after experiencing premature battery depletion on their implantable cardioverter defibrillator. The device was explanted and replaced on (B)(6) 2021. The patient was recovering post procedure.